Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a battery out limit alarm. The customer's blood glucose was 252 mg/dl at the time of incident. The customer mentioned that the blood glucose went high to 423 mg/dl. The customer stated that they treated the high blood glucose by bolus. The customer stated that the battery out limit alarm occurred during normal use. The insulin pump will not be returned for analysis.